Manufacturer narrative:
Batch review performed on 15 may 2026 gmk-spherika 02.12.ka05l gmk spherika femoral component s5l cemented (k211004) lot 2335927: (B)(4) items manufactured and released on 31-jan-2024. Expiration date: 17-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1204l tibial tray fix cemented s.4l (k090988) lot 2400457: (B)(4) items manufactured and released on 21-mar-2024. Expiration date: 07-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 1 year and 11 months from the primary, the patient came in presenting tibial pain due to a loose femur and tibia and the cause is unknown. There was no indication of trauma and testing for infection came back negative. The surgeon revised the gmk-spherika components (femoral component, insert, and tibial tray) to gmk-revision components (femoral component, insert, and tibial tray) and also the patient`s natural patella. The surgery was completed successfully.